Event description:
During a remote follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. Lead conductor fracture was suspected but it was not confirmed. Technical services was contacted and provocative and isometric testing were suggested. No intervention has been performed. The patient is stable with no consequences.